Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 8/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap had stripped threads and was unable to secure to the pump. A test battery cap was used to complete the investigation and it was able to secure to the pump. The pump was returned with no evidence of moisture in the pump therefore that part of the initial complaint could not be confirmed. It was observed that the battery compartment had two cracks. A leak test was performed and failed due to a crack along the side of the battery compartment. There was no leak found at the second battery compartment crack which spanned from the case seal to the bumper. The pump was opened and there was no further evidence of moisture found. There was no physical damage found on the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.